Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection of the fiber did not identify the black spots initially reported. However, visual inspection identified that there was a fiber body break being held together by the fiber jacket. Upon microscopic inspection it was identified that the fiber tip was degraded. In addition, the connector exhibited burn marks on the face. Based on all information available, the initial reported allegation of black spot was not confirmed. However, identified fiber body break likely occurred due to procedural handling of the fiber during setup or use.

Event description:
It was reported that during preparation for a flexible ureteroscopic lithotripsy procedure, black spots appeared at the fiber tip. The fiber had been used less than 10 times during normal use. The procedure was completed with another fiber. There were no patient complications reported. Laboratory analysis of the returned fiber identified that the fiber body was broken, and it was held together by the fiber jacket.